Manufacturer narrative:
Additional information: g3, h3, h6. Complaint allegation is not confirmed. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The method of bone preparation and the quality of the bone encountered were not specified. The most likely cause of the reported failure can be attributed to user error of the device due to improper bone preparation, incorrect surgical technique during the knotless mechanism conversion process, and/or an excessive force applied during suture passing/tightening /tensioning.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 22nd sep 2025, it was reported by an arthrex's employee via an email that for 1 unit of ar-8990st, fibertak® dx suture anchor with 1.3 mm suturetape, ve5, the anchor was pulled out intraop while trying to deploy during the procedure. This was detected during an unspecified procedure on (B)(6) 2025.